Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-08229. The patient received the scs system on (B)(6) 2011. It was reported that after the implant on the scs system, in the recovery room, the patient could not feel or move anything below the waist. The system was removed and discarded by the user facility. The patient was able to feel and move below her waist after the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.